Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cusomter had a physical damage on the insulin pump. The customer's blood glucose level was 98 mg/dl. The customer reported that their is cracks from the battery cap, around battery case and lower corner of screen display all the way to the reservoir. The customer was advised to discontinued the use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will be replaced. No further information was added.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked and bleeding lcd glass and missing display window noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.